Manufacturer narrative:
(B)(4). Batch # r58a97. Investigation summary: the analysis results showed that the cs40b device was received with no apparent damage and with a reload loaded in the device. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recessed below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the curved contour cutter stapler misfired with an incomplete staple line. A second like stapler was used to complete the procedure. There were no patient consequences reported.